Event description:
The customer reported that the insulin pump alarmed compromised force sensor system during prime. Troubleshooting was done. Customer's blood glucose was 119 mg/dl. Customer stated that the drive support cap was protruded. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.